Event description:
It was reported that prior to a surgical procedure at the healthcare facility, the front right wheel of the navigation system cart broken off. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was repaired at the healthcare facility by a field service technician.